Event description:
It was reported that the 9900 system locked up during a case and it rebooted with all squares. Also advised that the left monitor goes dark and the monitor spring has no holding power. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. Advised facility that interconnect cable may not have been plugged in all the way. However, during eval identified a fluoro function reboot error and replaced the fluoro function board. The sys was tested and found to be working as intended and placed back into service.